Event description:
The end user alleged that after only using the temperature therapy pad twice, the material separated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI. The device was not returned.

Event description:
The end user alleged that after only using the temperature therapy pad twice, the material separated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The end user alleged that after only using the temperature therapy pad twice, the material separated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.